Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead implant was unsuccessful due to the patient's tortuous anatomy making it difficult to place the lead. While the lv lead was being explanted, the lead was damaged. The physician discarded the lv lead and a replacement lv lead was successfully placed. No patient complications have been reported as a result of this event.